Event description:
It was reported that customer experienced altitude-related alarm on pump and distributor received notification about this event, but no further details or blood glucose values were provided. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding customer actions, and no device return or replacement was arranged.